Event description:
Heal-laa study with patient identifier (B)(6). It was reported a cerebral vascular accident occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 40mm watchman flx pro laa closure device with delivery system (wds). In (B)(6) 2024 the patient presented to the hospital with aphasia and decreased motor function. Laboratory tests and computed tomography (CT) were performed. Magnetic resonance imaging (MRI) identified left anterior cerebral artery infarct, bilateral middle cerebral artery infarcts, and small bilateral cerebellar infarcts. The patient remains hospitalized for evaluation and treatment. It was further reported that in (B)(6) 2024 the patient was diagnosed with a new left cerebellar stroke/ lesion. One day later the patient was discharged from the hospital.

Event description:
Heal-laa study with patient identifier (B)(6). It was reported a cerebral vascular accident occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 40mm watchman flx pro laa closure device with delivery system (wds). In (B)(6) 2024 the patient presented to the hospital with aphasia and decreased motor function. Laboratory tests and computed tomography (CT) were performed. Magnetic resonance imaging (MRI) identified left anterior cerebral artery infarct, bilateral middle cerebral artery infarcts, and small bilateral cerebellar infarcts. The patient remains hospitalized for evaluation and treatment.